Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999, serial/lot #: unk. Manufacture representative went out to the site to preform a system check out and it was noted that the system works as intended and there were no parts replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that they were unable to connect the navigation system to the imaging system. The site had recently changed the gateway of their network and the representative was reconfiguring all systems. They found that the system was able to successfully verify the dicom connection between the two systems, but the navigation system was still unable to connect to the imaging system. The mobile viewing station (mvs) and image acquisition system (ias) were confirmed to be on and a reboot of both systems could not resolve the issue. The representative confirmed that the network configuration was the same as the other working systems that he had tried previously, other than the ip address. There was no patient present at the time of the event. Troubleshooting was done at the time of the event to bypass the bulkhead connector and to change the ip address, but neither was successful it was noted that after the rebooting of the ias and the mvs that both systems were able to connect. There was no patient present.

Event description:
Additional information: it was reported that there was no issue with the system. The issue was user error. The mvs and ias were shut down and connected, then powered on and worked as intended.

Manufacturer narrative:
H2) additional information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.